Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product - zimmer biomet tmj system unknown fossa catalog #: unknown lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00095.

Event description:
It was reported that the patient underwent an initial bilateral replacement approximately two years ago. Subsequently, the patient had a revision approximately six months ago due to dislocation and a backed out screw from excessive clenching. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: contributing factors- chronic jaw clincher and grinding. Office visit 1 week prior to revision - jaw pain, scan confirmed left fossa dislodged with screw pushed outside of the bone due to excessive clenching. Day of revision- dislocated jaw due to chronic jaw clincher, fossa replaced. Neurotoxin and steroid injections to masseter muscles to reduce force and swelling from clenching. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: catalog number - the possible part numbers for the screw are 99-6577, 99-6579, and 99-6587. The following sections were updated/corrected: a6; b4; b5; d4; g3; g4; g6; h1; h2; h6; h10; h11 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.